Event description:
The surgeon implanted a aq2003v silicone lens. The lens tore upon insertion into the eye. The lens was removed. No patient injury. The iol injection cartridge model # st-45, lot number unknown. The iol injector, model and lot number unknown.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that one lens haptic was torn off and missing. Surgical residue/ debris on product. Complaints of this nature are being investigated.